Manufacturer narrative:
The inner core assembly and introducer sheath were returned for evaluation. Inspection of the device identified severe kinking and twisting damage to the outer sheath of the introducer device, extending 19 cm from the distal edge. The tip of the outer sheath was kinked and twisted. The welded wire and tapered tip were intact and unremarkable. Operative images and procedure planning form were provided for clinical assessment, and were reviewed by a clinical representative. The review concluded: based upon review of the intraoperative images, the patient did present with calcification along the entire length of both common iliac arteries. The main body delivery system and ipsilateral limb covers were not returned for evaluation; which would have aided in cause determination. Based on review of the available information, it appears that vessel calcification may have been a contributing factor for the ipsilateral limb cover breaking off from the inner core assembly. There were no product issues identified in the returned device components. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event.

Event description:
It was reported that during deployment of a bifurcated device, the physician experienced difficulties in deploying the ipsilateral limb. After deployment of the main body of the stent graft, while the outer sheath was at the level of the end of the ipsilateral limb, the physician withdrew the tip of the delivery catheter back in the bifurcated stent graft. Concurrently, the physician attempted to deploy the ipsilateral limb. The inner core assembly was pulled back, in order to withdraw the tip of the delivery catheter; at that time, the cover on the ipsilateral limb broke off from the inner core assembly, and covered the ipsilateral limb. As deployment of the ipsilateral limb could not be further performed, the physician elected to cut down the right common iliac artery (rcia) and removed the limb cover. The ipsilateral limb was ultimately deployed, and the delivery catheter was completely withdrawn from the patient. The procedure was continued by deploying the infrarenal aortic extension. Balloon angioplasty was performed, and angiography revealed a minor type ii endoleak, from the lumbar arteries. The physician will follow up the patient's lumbar endoleak post-operatively. During closure on the right side (rcia), a stenosis at the origin of the right external iliac artery was observed. A bare stent was placed to treat the stenosis with good result. There was no reported adverse patient sequela. Additional information: at one week follow-up, computed tomography scan showed the type 2 endoleak had resolved.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.